Event description:
On 11-jul-2022 nalu became aware of an explant procedure. Patient was implanted on (B)(6) 2021 and met with nalu rep on (B)(6) 2021 for programming of the system. Patient notified the doctor on (B)(6) 2021 that explant was requested due to general unhappiness with the system. Further update was received (B)(6) 2022 indicating that the patient wanted to continue to receive prescription pain medication and requested explant in order to continue that prescription. The nalu system was explanted on (B)(6) 2021. No further information is available.